Manufacturer narrative:
During inspection and testing, foreign material was found in the nozzle. The white foreign material was adhered to the gateway of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the objective lens had poor water contact due to the foreign material in the nozzle. Additionally, as a result of component analysis of the foreign material, the foreign material was found to be silicic acid. The origin of the foreign material could not be specified but is presumed to be chemicals or minerals included in tap water. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, there was play in the angulation knob due to elongation of the angle wire, the adhesive on the bending section cover was chipped due to deterioration, cloudy, and cracked, the adhesive on the objective lens and light guide lens was cloudy, and the flexible tube was scratched and discolored. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the objective lens had poor water contact and could not be cleaned. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.